Manufacturer narrative:
It was noted the lead was not available for return. If additional information is received, this report will be updated.

Event description:
It was reported that this patient's pacemaker exhibited difficulty with this right ventricular (rv) lead being stuck in the header during a revision procedure. The lead and device were therefore explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information received reported that this rv lead exhibited increased threshold measurements and loss of capture. The previously reported revision procedure was performed due to this. No additional adverse patient effects were reported.

Manufacturer narrative:
It was noted the lead was not available for return. If additional information is received, this report will be updated.